Manufacturer narrative:
Results of investigation: it was reported that during procedure, when the surgeon tried to remove the polarstem detachable rasp 3, the handle did not fit the device well. It is not known how the procedure was completed. No delay was reported. The rasp which intent use is in treatment was sent back for investigation, unfortunately the mentioned unknown handle was not sent back for investigation. The rasp edges show slight signs of use. At the connection point to the handle, there are also slight bulges and signs of use. Nevertheless, there are no signs which indicate that the rasp would not work like intended. A functional test was conducted by using a regular offset adapter handle. The reported failure of an issue by removing the raps can not be confirmed. The offset adapter hold the corresponding rasp easily and the rasp can be removed from the adapter as well. The corresponding batch record for the rasp reveal no deviation which could explain the occurred failure of the device. No other complaint can be found for the corresponding batch number. In this case the failure mode cannot be confirmed and the roots cause remains undetermined. Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure, when the surgeon tried to remove the polar-stem detachable rasp 3, the handle did not fit the device well. It is not known how the procedure was completed. No delay was reported.